Event description:
Reporter alleged customer obtained a discrepant blood glucose result of 215 mg/dl on her advantage system compared to a result of 112 mg/dl when measured at the clinic at the same time. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.